Event description:
As reported by our italian affiliates, during implant of an implant of a 26mm sapien 3 valve in the pulmonic position within a previous surgical valve, in the last few milliliters of inflation during deployment of the valve, the balloon burst. The balloon rupture was circumferential and occurred at approximately 3 ml more than the nominal inflation value, although inflation reached 4 ml more than nominal. Following the rupture, it was not possible to insert the distal portion of the balloon into the 24fr dryseal sheath. The dryseal sheath and the commander delivery system were removed together as a single system to the level of the common femoral vein, where surgical intervention by the vascular team was performed to remove the distal portion of the balloon from the patient. During removal, only the balloon broke into pieces. But as soon as everything was out of the patient, the pieces were checked to make sure everything was removed from the patient. The 26mm sapien 3 valve was successfully placed inside the surgical valve. At the end of the procedure, the patient was stable.

Manufacturer narrative:
The investigation is ongoing.